Event description:
This event was reported as temperature increasing, positive blood cultures, this ensued for several days. Infection control m.d. Star IV to which the pseudomona was sensitive. On 12/13/98, had separation of the sternum. Pt remained febrile with increasing white blood count. Pt developed atrial fibrillation, was cardioverted, 12/20/1998 a tee showed significant mitral regurgitation and evidence of vegetations on the superior surface of the mitral valve.